Manufacturer narrative:
Initial report ref natus complaint# (B)(4). UDI number is not applicable. The customer reported both the camera and arm damaged by the connection. The questionnaire was sent to the service technician for the customer. The customer returned the adverse event questionnaire. They reported the camera and cord was smoking and removed them from the patient area. They also reported the patient was in an incubator, the device was over the patient when the issue occurred. Acceptable risk associated with the complaint as per line 2.2 in (B)(4) nicview 2.0 risk analysis spreadsheet. No death or serious injury, considered a customer inconvenience. Install date: (B)(6) 2021 awaiting further investigation.

Event description:
Nicview 2.0 camera - power connection over heated and melted the camera, and smoke came out of the camera. No injuries reported.

Event description:
Nicview 2.0 camera - power connection over heated and melted the camera, and smoke came out of the camera. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref natus cmpl-(B)(4).

Event description:
Nicview 2.0 camera - power connection over heated and melted the camera, and smoke came out of the camera. No injuries reported.

Manufacturer narrative:
Follow up report 002 ref natus complaint# (B)(4). The customer reported both the camera and arm damaged by the connection. Replacement nicview 2.0 camera (sn (B)(6)) and nicview 2.0 arm (nvarm) shipped to the customer to resolve the issue. Various attempts were made to the customer, to return the affected product. Apr-29-2022 it has been more than 45 days since the last RMA sent to the customer. Product was not returned for further evaluation, therefore unable to verify complaint. CAPA review: capa005201. Closure rationale: complaint could not be verified, materials not returned for analysis. Low safety risk of harm, individual complaint related to issue stated. No death or serious injury, considered a customer inconvenience. Complaint will be included in trending data for further review and investigation if needed.